Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had intermittent power. When turned on, it would shut off by itself but was later working. The issue occurred during preparation for use for a diagnostic colonoscopy procedure. The procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 (ten) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the problem is due to customer handling because it was confirmed that this was caused by a fan clogged with dust. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use] avoid using the light source in a dusty environment. This may damage the light source. [3.3 installation of equipment] clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Olympus will continue to monitor field performance for this device.